Event description:
Info received from clinical event summary report stated that a pt that was implanted with elevate graft on (B) (6) 2009, was experiencing sui. A miniarc was implanted on (B) (6) 2009 and sui was resolved.